Manufacturer narrative:
In the 3500a initial in the d10. Concomitant medical products and therapy dates section reported ¿unk pump¿. Clarification was received on 13-feb-2024 stating that the pump used was the smart ablate generator pump. Therefore, updated d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Irrigation hole was clogged three hours after catheter use, when ablating roof. The issue was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter to another new one. The procedure was continued and completed. There was no patient consequence. The device evaluation was completed on 02-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31151334l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue occurred during the procedure. Irrigation hole was clogged three hours after catheter use, when ablating roof. The issue was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter to another new one. The procedure was continued and completed. There was no patient consequence. Additional information was received. Irrigation hole was clogged. The issue was noted during use on the patient. No error noted from the irrigation pump. Correct catheter settings selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 06-mar-2024, noted a correction to the 3500a follow-up #1 as in error should have included the following under h10. Additional manufacturer narrative as the device was received for evaluation: the bwi product analysis lab received the device for evaluation on 05-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.